Manufacturer narrative:
The insulin pump has no button error alarm. The device was received with intermittent act button . Response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. The device had minor scratched lcd window, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 146 mg/dl at the time of the incident. The insulin pump will need to be replaced. The device will be returned for analysis.